Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. Changed to another reload and still had the same issue. The firing force was lower than excepted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The ec60 device was received for analysis with no visual non-conformances and with two cartridge reloads present. The cartridge (b and c) ecr60d, k5a13p were received partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reloads were tested for functionality by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reloads formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The event could not be confirmed as no malformed staples were noted during functional testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.